Event description:
Patient complained of pain and swelling about six months. Patella wear through verified by x-ray. Patient taken to o.r. And had patella replaced by all poly patella some wear noted on tibis and new 13mm revision insert placed on metal tray with no problem or complicationsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.